Event description:
The device was returned for a pneumatic valve leak failure (valve 1). The device was attached to a bracket and powered on, a red pump problem alarm was observed after the device powered on. Log files were reviewed and multiple valve 1 leak failures were found. The device was opened to inspect for internal damage. Cracks were found on the positive and negative sides of the tank body. The tank body and tank o-rings were replaced during investigation. An infusion was run successfully after the tank replacement.

Event description:
The following has been reported: biomed reported: "service needed error," patient harm: no, infusion stoppage: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.